Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to increased intraperitoneal volume (iipv) that was found during evaluation. The cause of the iipv was determined to be: insufficient drain - one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 9. The patient's ultrafiltration reading was 120ml, indicating the home patient (hp) drained 120ml more than their programmed fill volume of 350ml. This information meets iipv criteria. Product surveillance left a detailed message with the peritoneal dialysis nurse notifying her of the iipv that was found during evaluation. Product surveillance advised the nurse to call back should she have any questions or symptoms of overfill to report. No patient injury or medical intervention was reported. No further information is available.